Manufacturer narrative:
The customer complaint of led¿s missing segments was not confirmed or replicated since no product was returned for investigation. No devices or display boards were returned by the customer for investigation so no testing or inspection could be performed. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that the leds are missing segment on the rate display to the farthest right. Biomed replaced 57 display boards out of some 8100¿s.